Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that there was a bloody fluid leak at right side of the coulter lh780 hematology analyzer behind the laser assembly, but could not isolate the source of the leak. Customer was wearing ppe consisting of gloves, a lab coat, and face shield and did not come into contact with any fluid. There was no exposure to mucous membranes or open lesions. Customer reported patient samples were not affected by the leak. There was no death or injury and no changes to any patient treatment associated with this event. The field service engineer (fse) replaced the sample line at the bottom of the diff mixing chamber to repair the leak. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak was the required replacement of the sample line at the bottom of the diff mixing chamber.